Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and treatment of peritonitis were not reported. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was recovered. Pd therapy was discontinued on the same day as the event onset. No additional information was available.